Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 187 mg/dl and hi (>600 mg/dl). Customer also reports strip vial expiration date of 02/29/2009. MFR's electronic records show strip expiration date as 02/28/2009. Batch record verification shows strip expiration date as 02/28/2009. No quality controls were run. No adverse event reported. Customer reports he does not have any strips left from this batch; a replacement was sent.